Manufacturer narrative:
(B)(4): product failed functional tests with low impedance readings and low power output. Root cause of low power output is a burned probe socket on front harness (B)(4). Damaged socket was possibly caused by plugging in a wet or defective probe into probe socket.(B)(4)

Event description:
After the procedure of subacromial decompression, it was noticed that patient had skin burns at one week follow up clinic visit.